Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) went on site, performed master tool manipulator (mtm) calibration and found that mtml calibration failed. The fse replaced the left mtm to resolve the issue with usm non-intuitive monition. The system was tested and verified as ready for use. Isi has received the da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 1 had a non-intuitive motion issue. The technical support engineer (tse) recommended customer check usm led. The customer stated there was no yellow or red led, and the vision side cart (vsc) touchscreen also had no message. The customer stated the issue usually occurred after site clutched the master tool manipulator (mtm). The site was completing procedure as planned with no reported injury.